Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the peeled adhesive around the objective lens is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Regarding the nozzle with foreign objects, the identity of the foreign material and a definitive root cause of the foreign material remaining in the device could not be determined. The customer cleaned, disinfected, and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the olympus service center found that the nozzle had foreign objects and the adhesive around the objective lens was peeled. There was no patient involvement.